Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 and 2.2 was not detected on the bus. A field service engineer (fse) found no faults on arrival, powered off the unit, and reseated row board connectors for main half-height drawer 2.1 and 2.2. While testing in hardware test application (hta), discovered a few tablets under cubies, cleared them, and handed them to the escort. Hta passed successfully, and the pharmacy technician completed inventory of medications in the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex d code correction: section d unique identifier (UDI)